Event description:
It was reported that the pump exhibited a force sensor error and occlusion error during run time. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front left corner, the corner lining was worn off the bottom case, and the plunger head was cracked by all the screws. Force sensor background test found in pump event history log. Occlusion check infusion line is not an error. During functional testing using the power up and occlusion tests, the force sensor bridge test error was found at power up, but all the force sensor readings were within required specifications. The occlusion test was not performed due to unable to clear the force sensor bridge test error even after the force was calibrated. The root cause was unable to be determined. Replaced the force sensor. MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.